Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. As the lot/serial number of the device could not be obtained, the manufacture date of the device could not be definitively determined. Based on the results of the investigation, a definitive root cause could not be established. The root cause of the suggested phenomenon could not be presumed, as the actual device was not returned to the legal manufacturer, and a detailed condition could not be determined. As there was no information received of clear misuse of the device, there is no labeling advisory that was deemed required or recommended for the user facility. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the camera control unit exhibited a broken fiber optic cable. There were no reports of patient involvement.